Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. Email address for contact office: (B)(6). (B)(4).

Event description:
Customer called tsc to report a discrepant positive reaction in b(abo2) antigen typing for a donor sample using an ortho vision analyzer with mts abd/abd cards. Donor information: blood unit is labeled as a d(rh1) positive. Sample ID is (B)(6). The customer reported that on 15 october, they had tested a donor sample for abo typing using ortho mts abd/abd monoclonal grouping card lot 042120053-02 with an ortho vision mts analyzer and that they had obtained a discrepant 1+ reaction with anti-b(abo2) mts reagent. The customer said that the test results were rejected. The customer reported that the same testing was repeated with the ortho vision mts analyzer using another lot of ortho mts abd/abd monoclonal grouping card (lot 042120053-01) and a negative reaction was obtained with mts anti-b(abo2) reagent. The customer reported that the same testing was repeated with the ortho vision mts analyzer using ortho mts a/b/d monoclonal and reverse grouping card lot 050620037-11 and a negative reaction was obtained with mts anti-b(abo2) reagent. The customer reported no biased result. The customer reported no harm to any patient due to the reported event.